Manufacturer narrative:
(B)(4).

Event description:
It was reported that wearable stopped working occurred. The sensor was inserted into the arm on (B)(6) 2023. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was determined to be signal loss due to the transmitter and app not being able to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that wearable stopped working occurred for the transmitter with the serial number (B)(6). However, data for the transmitter with the serial number (B)(6), was provided for evaluation. The allegation was confirmed as signal loss over one hour was found. The probable cause was determined to be signal loss due to the transmitter and app not being able to establish a connection. The reported event of wearable stopped working is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.